Event description:
On 8/26: customer reports that during a ureteroscopy procedure utilizing general anesthesia, the fluoro stopped working. Patient was moved to another room, procedure completed with no injuries reported.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the field service engineer troubleshoot system for the 'no fluoro' condition. Fse found the igbt switch shorted. Fse replaced igbt switch and controlled (ipm driver pcb), tested per maintenance section of service manual 710953. All operational tests passed, unit was fully functional and was returned to full service by the customer. A review of other non fluoro issues showed none related the igbt switch.